Manufacturer narrative:
The reported events of noise and oversensing were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found clavicular crush fracturing/separating all five filars of the outer coil at the middle region of the lead which caused the reported events.

Event description:
During follow-up, oversensing due to noise on the right ventricular (rv) lead was observed. The lead was explanted and replaced to resolve the event. The patient was stable with no adverse consequences.